Event description:
Caller alleged discrepant results compared with the lab. Caller tested a patient and inratio read inr>7.5; patient went to lab right after and lab inr=1.2. Patient just on coumadin. Nurse did a self test and inratio inr>7.6. Nurse not on coumadin.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: >7.5; reference: 1.2; mean: 4.35; confidence: 2.5-6.5. *inratio meter has limited range from 0.7 to 7.5 inr. From the list, 7.5 inr was utilized for accuracy calculation. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. In-house accuracy test. Test date: donor 3 (nine days later). Donor 4 (same day). Meters sn: returned meter, in-house meter. Returned strip ln: 080646a. Comparative sys: sysmex 560. 2 therapeutic donors. In-house accuracy test: results (080646a), *qc 2h was producted due to technique issue. The allowable difference between the inratio inr's and sysmex inr's are calculated. Three replicates for donor 3 does not meet the criteria. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. In-house accuracy test: test date: donor 1 (five days later). Meters sn: in-house meter. *in-house meter was utilized since returned meter's parameter can't be reloaded. Returned strip ln: 080646a. Comparative sys: sysmex 560. 2 therapeutic donors. Additional in-house accuracy test. Results (080646a), the allowable difference between the inratio inr's and sysmex inr's were calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No product deficiency was established. No further action required.